Event description:
It was reported patient underwent a right hip arthroplasty on an unknown date. Subsequently, patient underwent a revision on an unknown date due to poly wear. The liner and head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
It was reported patient underwent a right hip arthroplasty on an unknown date. Subsequently, patient underwent a revision on an unknown date due to poly wear. The liner and head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported patient underwent an initial tha on an unknown date. Subsequently, patient underwent a revision on (B)(6) 2014 due to poly wear. The poly and head were removed and replaced.